Manufacturer narrative:
Device and files investigation is still ongoing, results will be available on the next report.

Event description:
Reportedly, on (B)(6) 2026, interrogation issue occurred. On/off tablet button is damaged.

Event description:
Reportedly, on 28-january-2026, interrogation issue occurred. On/off tablet button is damaged.

Manufacturer narrative:
Analysis of the returned devices permit to reproduce the reported event. Upon reception, the programmer, telemetry head and dongle were tested together and interrogation could not be performed. It was observed that the dongle was damaged (cable twisted). The programmer and telemetry head were therefore tested with another dongle and they worked correctly. Considering these findings, the damaged dongle caused communication issue. No malfunction is suspected on the programmer and telemetry head. This case is retained and utilized for trend purposes.